Manufacturer narrative:
Medwatch report number: mw5178905. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The allegation of fiber break cannot be confirmed. Based on the information available, it is probable that a fiber component became damaged contributing to the fiber break and subsequently to the user hand burn. According to the IFU, it is noted that a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Therefore, it is a known risk associated with the device and procedure. Therefore, a conclusion code of cause linked to device but unable to trace more specifically was assigned to the fiber break issue.

Event description:
It was reported that during a cystoscopy with laser lithotripsy procedure to treat a ureteral stone, the physician was using the fiber in a usual manner. The patient was under general anesthesia, and a wet towel was secured to the patient's leg. There was an adequate amount of slack on the fiber between the flexible ureteroscope used and the patient's leg. While the console was activated, the fiber portion between the towel and scope broke into two pieces and came in contact with the technician's hand causing a hand burn. The fiber was replaced, and the procedure was completed without patient complications. The emergency department administered bacitracin ointment to treat the superficial burn.

Event description:
It was reported that during a cystoscopy with laser lithotripsy procedure to treat a ureteral stone, the physician was using the fiber in a usual manner. The patient was under general anesthesia, and a wet towel was secured to the patient's leg. There was an adequate amount of slack on the fiber between the flexible ureteroscope used and the patient's leg. While the console was activated, the fiber portion between the towel and scope broke into two pieces and came in contact with the technician's hand causing a hand burn. The fiber was replaced, and the procedure was completed without patient complications. The emergency department administered bacitracin ointment to treat the superficial burn.

Manufacturer narrative:
Medwatch report number: mw5178905.